Manufacturer narrative:
H6; additional code added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: per the cause, the doctor considered that the tip was higher than the outer sheath, causing the tip edge of the outer sheath to scrape against the blood vessel wall. The iliac vessels were healthy without stenosis or calcification. Device photo evaluation summary: three (3) images were received confirming deformation to the graft cover tip material which is bunched and deformed. There was no deformation evident to the external slider and front grip. The reported deformation in-vivo was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was intended to be implanted during the endovascular treatment of an ulcer in the distal abdominal aorta. It was reported that during the index procedure the main body enbf2313c145ee was successfully inserted and deployed. The contralateral iliac branch was prepared for access, and the stent enlw1613c95ee was prepared. The stent was unpacked and it was intact and undamaged. After flushing and preparation, it was inserted into the patient's body along the guide wire. The stent encountered resistance during the delivery process and could not be delivered further after being delivered to the common iliac position. In order to avoid iatrogenic vascular damage to the patient, it was decided to remove the stent from the patient's body for observation during the operation. After removal, it was found that the outer sheath of the stent delivery device was kinked, the tip protruded forward and the outer sheath of the delivery device and the delivery handle were not deployed. To ensure the safety of the patient, it was decided to replace it with a new stent. After replacement of the stent, it successfully passed through and reached the target position, the operation was completed and the patient was fine. No cause was provided. No additional clinical sequalae were provided and the patient is fine.